Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 11/06/2014 and confirmed the reported event of inaccurate bg values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring continuous glucose monitoring (cgm) inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.